Event description:
It was reported that patient underwent a procedure utilizing a suture passer on (B)(6) 2010. During the procedure, the nitinol wire fractured inside the passer and would not push the suture. There was no delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned device found that it was undamaged. Functional evaluation of the device in conjunction with the suture passer instrument, it was attempted for use with found that it could not be properly inserted into the suture passer instrument. The suture passer cannulation appeared to be blocked.(B)(4).